Event description:
Customer reported to beckman coulter, inc. (Bec) that the lh 750 hematology analyzer had a waste line leak. Customer reported that the leak was fixed by one of the lab technicians. Customer reported that the waste line became loose from the sink and just needed to be reattached there was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).